Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The app was explanted and a new 18cmx12.5mm ambicor was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: event - it was further reported that this procedure was the initial implant procedure and the patient did not have any previous bsc products implanted.

Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The app was explanted and a new 18cmx12.5mm ambicor was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. It was further reported that this procedure was the initial implant procedure and the patient did not have any previous bsc products implanted.